Manufacturer narrative:
The cutter involved in the reported event was discarded by the user. No evaluation will be performed. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a hospital in the (B)(6) stating that the machine set-up and primed with no issues. However, once the procedure began, the cutter was not cutting. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.